Event description:
Pa [pulmonary artery] catheter was removed; the locking mechanism was inspected. The proximal sleeve was in the locked position, yet the catheter was able to be advanced. The distal sleeve was locked and unable to advance the catheter.